Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator (eri) due to long charge time on the battery. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).